Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary user informed orders were not coming from pyxis and it impacts the patient care. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders/patient were not coming from cerner to pyxis. A technical support specialist (tss) dialed into the server and verified that all services were running properly. Accessed ssms and executed the downtime query to assess server connectivity. No disconnected flags were found for the cce server, and no delays were observed between the cce and app servers. The tss restarted the data sync, maintenance, and external messaging services, along with three tcp services. The tss then contacted the customer to request an update and rechecked the downtime query, which showed normal status. The customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.